Event description:
Allegedly, modular neck rupture occurred after slippage and rotation of the hip.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in another country.